Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The involved catheter was returned for investigation without the guidewire. The guidewire did not show any deviations according to the customer. During investigation a crack in the lumen tubing of the catheter (1.2 cm) starting from the channel separation could be confirmed. The surface of the crack is uneven. There are no indications of material or production deficiencies as the lumen tubing does not show irregularities like air pockets and the lumen tubing is smooth. Visual and functional testing did not point to a deficiency of the device or a deviation from specification. A review of the DHR could not identify any non-conformities relevant to the reported issue. No similar complaints were received for the complained batch. (B)(4). The investigation did not give an indication for a production or material error; the root cause could not be traced to the device. Based on the investigation results and provided information the most probable root cause is seen in an user error by using excessive force. The IFU have indications about the proceeding if resistance is encountered. The picco technology is used for advanced hemodynamic monitoring.

Manufacturer narrative:
Further information has been requested and investigation is still ongoing. The crack in the lumen tubing of the catheter could be confirmed during the pre-investigation. A review of DHR could not identify any non-conformities or deviations relevant to the reported issue. No similar complaints were received for this batch. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that problems were encountered during retraction of the guidewire. Catheter and guidewire were removed together: a crack (1 cm) was found in the catheter tubing below the channel separation. No harm or clinical consequences occurred. Manufacturer reference #: (B)(4).